Event description:
It was reported that the atrial lead exhibited high lead impedance in both the unipolar and bipolar configuration possibly due to an insulation anomaly.

Manufacturer narrative:
No medwatch form was received.